Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had partial display. The customer¿s blood glucose level was 76 mg/dl. The customer reported that they were off the insulin pump for a long period of time and found that there were black smudges on the screen but was readable. The insulin pump will not be returned for analysis.